Event description:
During several reply follow-up performed on (B) (6) 2008, it was impossible to print using the programmer internal printer. The serial numbers of the involved devices were not communicated. Printing operations with other type of device were normal.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. The serial numbers of the involved devices were not communicated. (B) (4).